Manufacturer narrative:
On august 29, 2023, mentor received the device for evaluation. On august 30, 2023, mentor completed a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, according to mentor procedure, and it identified two (2) tears. Tear (a) was found on anterior view, measuring approximately 0.5 cm. Tear (b) was found on posterior view, measuring approximately less than 0.1 cm. In addition, tear (b) was found within an area of shell abrasion. Microscopic examination was performed and the cause of the tear (a) could not be identified. Therefore a thickness measurement was conducted on the shell at the tear (a), and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the tear (a), the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The evaluation determined that the possible cause of the tear (b) is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 16, 2023, mentor received additional information. Date of event was updated to july 5, 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: august 15, 2023 reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old caucasian female patient underwent a breast augmentation revision surgery with a 475cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation of her left prosthesis, which was confirmed during a physical exam. As a result, the patient is scheduled for removal surgery on (B)(6) 2023.